Manufacturer narrative:
(B)(4). The valve was patent and passed siphon, reflux and pressure-flow testing, however, it did not meet the requirements for leak testing and preimplantation testing due to a large tear in the proximal occluder. It is unk how or when this damage occurred. The instructions for use that accompany the product caution that care should be taken in handling the product as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. No impact to the pt was reported. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported that the surgeon found that the proximal occluder of the valve was leaking, so he changed to another product and finished the operation safely.